Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. It was found out of specification with respect to the close door alarm when the door was closed. The evaluation reproduced the alarm and found it to be caused by a physically damaged upper hook. The door hooks and latch pins were replaced.

Event description:
During baxters functional testing of a spectrum pump, it displayed a close door message when the door was closed. There was no patient involvement.